Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation.

Event description:
It was reported that during an attempt to deploy the endovascular stent graft in the cephalic arch via access through the left upper arm, the sheath of the delivery system ruptured and the stent graft could not be deployed. The device was removed and another stent was used to complete the procedure successfully. There was no reported patient injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. On the basis of the evaluation of the returned delivery system, the reported deployment failure could be confirmed. The stent graft was found to be partially released upon sample receipt. The outer sheath was found to be heavily elongated and fractured indicating that increased friction must have affected on the delivery system during the attempt to deploy the stent graft. Furthermore, the distal outer sheath of the delivery system was found to be perforated by a stent graft strut which made successful stent graft deployment impossible. Potential contributing factors to the reported event have been considered. Previous investigations of similar complaints have been reviewed. The event may be associated with a difficult vessel anatomy or a challenging stent placement site leading to increased friction and subsequent damage to the outer sheath. In this case, the lesion had been pre-dilated, however, difficulties in advancing the system to the lesion site were experienced. Not using an introducer sheath may be another contributing factor to a damage of the tip of the delivery system and subsequent perforation. As reported, no introducer sheath was used during the procedure. Insufficient flushing of the device prior to use may be another contributing factor to increased friction and subsequent damage to the device. On the basis of the information available and the evaluation of the sample returned, a definite root cause for the reported event could not be determined. The IFU states: "if unusual resistance or high deployment force is encountered during stent graft deployment, abort the procedure, remove the delivery system and use an alternative device." Also the IFU states: "the safety and effectiveness of the device when placed across a tight bend including the terminal cephalic arch or across the elbow joint has not been evaluated. Prior to stent graft deployment, ensure that the proximal (inflow) stent graft end is positioned in a straight section of the lumen to reduce the risk of higher deployment forces and possible endovascular system failure." Furthermore, the IFU indicates that an introducer sheath of appropriate inner diameter is required for the procedure and that the device must be flushed with sterile saline. In addition, the IFU states: "do not kink the delivery catheter or use excessive force during delivery to the target lesion." Updated 'eval code & desc - conclusion' due to completion of evaluation.

Event description:
It was reported that during an attempt to deploy the endovascular stent graft in the cephalic arch via access through the left upper arm, the sheath of the delivery system ruptured and the stent graft could not be deployed. The device was removed and another stent was used to complete the procedure successfully. There was no reported patient injury.